Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have pbc pin lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a pharmacist contacted lifescan (lfs) from (B)(6) on behalf of the lay-user/patient alleging that there was allegedly a meter casing issue on the patient's one touch verio iq. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the pharmacist informed the customer care representative (ccr) that the patient was "having to hold the test strip in place to make the contact of the electrodes." The cca confirmed that the patient was using the correct test strips and that the subject meter would power on manually. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having a power issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.